Event description:
The customer comments in the qr (quality report) that he has proceeded to its extraction of the dental implant dated (B)(6) 2019 (2 years after its placement) - (B)(6) 2017) after the rupture of this implant. In the same qr the client comments that is a bone type d1 and the gingiva state is lack of inflamation. Patient (66-year-old female).

Manufacturer narrative:
Manipulation of the prosthesis seating results in a loss of fit tolerance at the implant-prosthesis interface. This misalignment increases the micromovement between the two surfaces, which induces localized overload on the implant each time mastication occurs. This overload generates localized friction at the implant-prosthesis interface, which can ultimately generate a fatigue failure in the dental implant.